Event description:
It was reported that during a left heart catheterization diagnostic procedure a shaft fracture occurred. Vascular access was obtained via the femoral artery. As the impulse diagnostic catheter was inserted it was noted that the femoral artery was extremely tortuous in the dilated root. The physician had to "continuously torque" the device in order to advance it. During advancement, the shaft fractured 17cm from the proximal end at the sheath inside the femoral artery. The procedure was not completed due to this event. The patient was taken to surgery to have the detached impulse catheter shaft removed. No further patient complications were reported and the patient is expected to make a full recovery.

Manufacturer narrative:
Age at time of event: patient is in her (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).